Manufacturer narrative:
Pump received with the operating currents within specificationa and passed the self, restart, rewind, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. No excessive no delivery alarms noted. Pump received with minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 600mg/dl and diabetic ketoacidosis. The customer treated with manual injection. Customer indicated that their doctor has been contacted and their blood glucose value was 308 mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. The call disconnected at this point and troubleshooting called back and left a message. No further details given.